Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip ambulatory infusion pump was found to have the downstream occlusion seal lifting upward during pre-test. There were no patient involvement and no patient harm. If this malfunction were to occur during patient use, it could interrupt therapy and potentially affect the patient.